Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been previously conducted to address this failure mode.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a drainage procedure the hub fell off the catheter and had to be replaced. A section of the device did not remain inside the patient's body and the patient did not experience any adverse effects due to this occurrence.